Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the stylus touch-pen of the programmer was unable to be calibrated. It was also indicated that a keyboard screw was loose inside the programmer. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to be calibrated; attempting with a new stylus did not resolve the issue. The programmer was returned for service. There was no patient involvement.